Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported during a surgery the patient did not place the ipg into surgery mode and now is unable to connect to the ipg. Next steps in unknown at the moment.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. Corrected data: since the ipg was recovered and therapy restored through troubleshooting, this event is no longer tied to correction/removal action. Hence, the h9 number was removed in the follow-up report -1.

Event description:
Additional information received indicates troubleshooting was able to recover the ipg and therapy was restored.